Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 0001825034-2015-02825 / 02826).

Event description:
It was reported that patient underwent a left total elbow arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2011 due to unknown reasons. All components were removed and replaced. Subsequently, a revision procedure has been indicated due to stem loosening; however, no revision procedure has been reported to date.